Event description:
It was reported that the insulin pump alarmed and the battery lasted only one day. It was reported that the customer lost consciousness and was taken to the hospital due to low blood glucose. The blood glucose reading was 20mg/dl. Verified the history in the insulin pump and alarms noted. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.